Event description:
It was reported that during a coronary stent procedure, the stent became stuck while attempting to cross a previously placed stent. Upon removal the stent became "crashed." The stent was successfully retrieved with a snare. The procedure was completed with another manufacturer's stent. Pt status is listed as "good."